Event description:
It was reported that an alarm 20 occurred on the pump during insulin pumping. The customer¿s blood glucose level was reported as 7.4 mmol/l, which is within the normal range. The customer was unable to resolve the issue despite following support guidance to load a new cartridge, and the cartridge alarm reoccurred. Customer reverted to using multiple daily injections (mdi) to ensure uninterrupted insulin delivery.